Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able confirm the reported event and reported the display was out of calibration. After calibrating the display, the issue was resolved. The fsr verified the device and reported the device meets specifications.

Event description:
The customer reported while using the vela ventilator; the touchscreen is freezing up. The customer reported there is no patient involvement associated with the event.